Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral erosion and incontinence. There were no patient complications reported. Following the procedure the patient was stable and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the incontinence and erosion could not be confirmed; however, the cuff leak identified would cause the cuff to malfunction, leading to the incontinence issues. Product analysis was unable to confirm the erosion. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications prior to shipment from boston scientific. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. A risk review confirmed that the event is accounted for in the risk documentation. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Urinary incontinence (positional/recurrent) and urethral erosion are included as potential adverse events in the product labeling. Additionally, the reported events do not contain an allegation against the labeling. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff pillow leak was identified proximal to the cuff seam that was consistent with wear at a corner of a fold the pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing and performed within product specifications. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon passed functional testing and performed with product specifications. Product analysis did not confirm a malfunction with the pump component. Product analysis confirmed a malfunction with the cuff component. The product analysis did not confirm the urinary incontinence; however, the cuff leak identified would cause the cuff to malfunction, leading to the incontinence issues. Product analysis was unable to confirm the erosion. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral erosion and incontinence. There were no further patient complications reported. Following the procedure the patient was stable and the event resolved.